Event description:
Literature was reviewed regarding the study "removal of pelvic screws following spine fusion" evaluated 52 patients who underwent pelvic screw removal due to pain, discomfort or complications following spinal fusion surgery. The mean age of the patients was 63 years, with 75% being female, and the average bmi was 28. The primary symptom leading to screw removal was pain in the pelvic region, with 83% of patients reporting significant pain relief post-removal. However, complications included lumbosacral mechanical issues in 15% of patients, such as sacral fractures (3 patients, 6%) and rod fractures (7 patients, 13%). Additionally, 10 patients (19%) required subsequent sacroiliac (si) joint fusion due to ongoing instability. The surgeries were performed approximately 34 months after the initial fusion, with a mean surgical time of 82 minutes and an average blood loss of 64 ml. The average hospital stay was less than one day (0.73 nights). The study concluded that while pelvic screw removal can significantly alleviate pain, careful consideration should be given to patients with high-risk factors, such as extensive fusion constructs or advancing osteoporosis, as they are more prone to mechanical complications post-removal. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Article citation including web address/literature reference doi: 10.3171/2025.3.focus2510. A2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B2: outcome attributed to adverse event is fracture. B3. Please note that this date is based off of the date of published of the article as the event dates were not provided in the published article. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D1, d2, d4 & g4: product identifier is unknown, hence 510k# is not available. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.